Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration. The implanted device remains. Re-implantation is planned but has not taken place as of the date of this report.